Event description:
It was reported by repair work order that the bed had intermittent zoom due to damaged zoom handles, sharp edges were exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.